Event description:
Customer reported a tandem mobi cartridge alarm issue, which did not cause their blood glucose level to exceed 500 mg/dl. Technical support instructed the customer to remove the cartridge and deliver a bolus, but the cartridge alarm persisted even after loading a new cartridge. Technical support decided to replace the pump and cartridge and advised on using mdi as backup therapy while ensuring the returned pump is sent back correctly. A replacement pump with updated software was sent to the customer with instructions on session management if using a g7 sensor. The customer agreed to the instructions and understood the process for returning the problematic pump.